Manufacturer narrative:
This case is being reported in a conservative manner due to limited information. Size and serial number of the perceval valve are unknown. (B)(4).

Event description:
The manufacturer was notified on apr 21, 2017 that a perceval valve was implanted on (B)(6) 2017. A paravalvular leak was noticed and the perceval valve was explanted and a stented valve was implanted. Patient is doing well.

Manufacturer narrative:
The surgeon stated that the patient had a small calcified annulus. The physician noticed a paravalvular leak and replaced the perceval valve by a stented valve. The physician indicated that oversizing was present, but there is no indication of additional x-clamp/cpb time. Patient is doing well and no other information will be provided.

Event description:
The surgeon stated that the patient had a small calcified annulus. The physician noticed a paravalvular leak and replaced the perceval valve by a stented valve. The physician indicated that oversizing was present, but there is no indication of additional x-clamp/cpb time.